Event description:
The customer complained that the head section drifts down.

Manufacturer narrative:
The tech replaced the CPR top bracket and CPR base bracket, which resolved the issue. The bed operated within spec. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.